Event description:
Detailed circumstances at the time of occurrence (always stated if an error code is known): when the wire and the catheter were inserted into the la, the blood pressure dropped. When it was confirmed on echocardiography,drainage was performed because pericardial fluid had accumulated. Ablation stopped. Timing when complaint occurred: after bb, when the catheter was approached to the la. How the procedure was completed: the procedure was stopped. After drainage was conducted, the blood pressure was stable, when the patient left, their condition was stable. The physician commented that, after bb, wire and the catheter approach, it was likely that the wire (or catheter) were inserted strongly in the direction of the left atrial appendage, which might be the cause.